Event description:
It was reported that following implant the greenfield 12 fr ss vena cava filter, the filter migrated to a position near the pt's atrium. A pre-placement vena-cavagram was performed and the caval diameter was determined to be less than 22mm. Fluoroscopic guidance was used during the procedure and the system was flushed using heparinized saline. The placement site was confirmed prior to filter deployment. No difficulties were encountered during filter deployment. Following deployment, all filter legs opened normally and fixated to the vessel wall. During a followup examination approximately one week post implant, a CT scan showed the filter had migrated to a position near the pt's atrium. The physician suspected the migration may have been caused by growth of a tumor near the pt's renal veins. The physician elected to leave the filter in place. The pt's condition was reported to be "fine."